Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a tear in the cord; the outside of the cord is cracking and tearing. The issue was found during preparation for a cysto case procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported the subject device had a tear in the cord; the outside of the cord is cracking and tearing. The issue was found during preparation for a cysto case procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information, correction and the results of the legal manufacturer's final investigation. Corrected field: e1 first name (updated from ¿matt¿ to ¿matthew¿), h6 component code (updated from ¿g02004 to ¿g0200402¿). The device was not returned to olympus for evaluation, investigation performed based upon the provided information and reported problem was not confirmed. Based on the results of the investigation, no root caused was established because malfunction was not reproduced. Olympus will continue to monitor field performance for this device.